Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device exhibited loss of capture during a atrial fibrillation ablation procedure. Boston scientific technical services (ts) was contacted for assistance and discussed the loss of capture was due to a protective mechanism in the event that current over a certain threshold is detected on the leads (i.e. From an external source such as cautery, rf ablation, external defibrillation). This circuit is designed to prevent energy from being delivered to an unintended location in the heart or into the device potentially damaging the circuitry. This device remains in service. No adverse patient effects were reported.